Event description:
Caller reported that pump screen was dark and wouldn¿t turn on. There was no adverse impact to the customer¿s blood glucose level. Customer attempted troubleshooting by checking the power source and pressing the button, but the screen remained off with a red led blinking and vibration every 3 minutes. Technical support decided to replace the pump, confirmed customer's details for shipping, and provided instructions for returning the malfunctioning pump. Customer was informed that the replacement pump would have updated software, and they would need to program settings and connect their cgm. Customer agreed to use multiple daily injections (mdi) as a backup therapy until the replacement pump arrived.